Manufacturer narrative:
A ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
As per the information available, this record will be deemed to be not reportable. It was determined that there is no death or serious injury resulting from this event. The issue was with the evair compressor causing low pressure, updated the record from carescape r860 to evair compressor and appended the appropriate hazard accordingly.